Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead; product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that the patient had no stim coverage. It was unknown if any factors led to the issue. An x-ray was taken and showed that the paddle lead had pulled out of the epidural spine and was in subcutaneous tissue. The patient had surgery to remove the system. The issue was reported to be resolved. No further complications were reported.